Event description:
Event description guidant received information that the patient with this device had experienced syncope. A clinician questioned whether the stored electrograms were ventricular tachycardia (vt) or re-entry. The electrograms were faxed to technical services for review. The clinician reported that the system was functioning fine.

Manufacturer narrative:
A technical service consultant reviewed the electrograms and was unable to determine if the electrogram displayed true vt. The consultant recommended an electrophysiology study. The physician may elect to upgrade the device. No additional information is available at this time. This event will be reopened if additional information becomes available or if the product is returned for analysis. Upon receipt at our post market quality assurance laboratory, a comprehensive series of diagnostic and electrical tests were conducted, verifying the performance of pacing, sensing, and memory recording functions. The device exceeded the normal predicted longevity.

Event description:
Guidant received information that the patient with this device had experienced syncope. A clinician questioned whether the stored electrograms were ventricular tachycardia (vt) or re-entry. The electrograms were faxed to technical services for review. The clinician reported that the system was functioning fine.